Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted due to an infection caused by the patient's failure to follow post-operative wound care instructions. No additional adverse patient effects were reported.